Manufacturer narrative:
Concomitant medical products: 5086mri52 lead, implanted (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited steadily increasing and high rv defibrillation coil impedance in addition to undefined pacing impedance and alerts had been observed. The rv coil was suspected to have fractured. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the data indicated the impedance of the right ventricular defibrillation coil was rising and beyond the expected upper range. Analysis of the data indicated the impedance of the right ventricular pacing lead was beyond the expected upper range and the impedance trend of the right ventricular pacing lead was variable. Correction: if information is provided in the future, a supplemental report will be issued.

Event description:
Alerts for rv lead impedance were turned off.